Manufacturer narrative:
(B)(4). Correction: - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently then expected; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional clarifying information received: the suture was loose in the proglide device (not detached).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a diagnostic procedure. Reportedly, "the suture was detached from the device". Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: visual inspections were performed on the returned device. The reported device operates differently then expected could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the device operates differently then expected; however, the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.